Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection of the device did not identify a spot near the filter. No malfunctions or abnormalities were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a white spot observed near the filter of an access vented paclitaxel set. This event occurred during priming with normal saline solution. There was no patient involvement. No additional information is available.